Event description:
It was reported that no stimulation sensation could be felt by the patient after a fall. It was stated that the patient fell on her "butt" and the stimulation "went off." It was noted that the patient's programmer was not working. The inability to adjust stimulation was reported. Troubleshooting was completed and the stimulation was adjusted up to 1.4v. It was stated that the patient felt the stimulation "comfortably." Ten days later it was reported that the cause of the event was due to the patient tripping over their dog in november. The stimulation was reported as "working well" after the troubleshooting and reprogramming. It was noted that the patient was experiencing urgency/frequency and urge incontinence. No hospitalization was reported. The patient's outcome was listed as non-serious injury/illness. No additional information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# v858764, implanted: (B)(6) 2012, product type: lead. (B)(4).